Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic dependent patient presented for regular scheduled check. Upon interrogation a message appeared - re-reading diagnostics was displayed. The programmer would stay on the diagnostics message. Diagnostics were assumed to be corrupted and they were cleared. Mode was returned to ddd and session was ended. New interrogation of device was normal without any error messages. The device remained implanted.